Event description:
Patient was originally skin tested in 1998 with negative response. The lot number of skin test was not recorded. Pt received multiple treatments with bovine collagen during the interceding years without event. 2 months late, pt was teated with 1 cc of collagen in the nasolabila folds and chin. One month late, pt noted rash at injection sites which only lasted a few days. Pt was taking sulfa at the time of symptom onset. The reporting physician was not informed at that time and has not seen pt since last treatment. Per telephone conversation, pt is seeing an allergist. Per patient, pt was treated with oral benadryl and an unspecified topical cream and the symptoms resolved within a few days. At this time, the reporting physician has not diagnosed hypersensitivity, but feels problem was likely related to collagen.